Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. An external visual inspection was performed and passed due to major damage. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.